Event description:
Animas was contacted on (B)(6) 2012 indicating that the patient had passed away. During a follow-up contact the reporter stated that the patient was found deceased in bed on (B)(6) 2012. The reporter stated that the coroner's report attributed the patient's cause of death to a heart attack. The reporter stated that the patient had a history of coronary problems and was very sick. The reporter also expressed the concern that the patient's death may have been related to blood glucose; the reporter stated that the coroner's report did not provide closure in this regard. The reporter indicated that the last entry in the patient's pump was recorded on (B)(6) 2012 and the reporter confirmed that the patient was wearing the pump at the time of death. This report is made based on the allegation that the patient's death may have been related to blood glucose and the use, malfunction, or misuse of the insulin pump could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.